Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. Two weeks later she experienced bad stomach cramps and other unspecified symptoms and found tampon pieces inside of her. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.